Event description:
---

Event description:
Boston scientific crm received information that a red alert was issued through latitude due to a high shock impedance measurement detected on this implantable cardioverter defibrillator (ICD). The alert was reviewed by boston scientific technical services and it was determined that the shock impedance measurements had suddenly increased from 90 ohms to 125 ohms. No high energy shocks had been delivered since this device was implanted. However, it was noted during earlier follow ups that the shock impedance measurement had been above 80 ohms. This was considered to be an acceptable measurement as this was a single coil lead. No adverse patient effects were reported. A ts representative recommended an evaluation of the associated lead and ICD. At a later date, additional information was reported that the device's memory was reviewed. There were four separate times that the shock impedance measurements exceeded 125 ohms prior to when this report was initially submitted. In all four cases, the measurements then decreased back within normal range. No adverse patient effects were reported as a result of these out of range impedance measurements.

Manufacturer narrative:
At a later date, it was reported that this patient suffered from uncontrolled diabetes and was hospitalized. All values that were reported as out of range through the latitude system normalized after the patient's diabetes was under control. The shock impedance measurement is now at 78 ohms. At this time, this ICD still remains implanted and in service. Another follow up will be performed to further evaluate the system. No additional information is available. If any additional information does become available, this report will be updated. In addition, the original device observation code sent with this report was for out of range pacing impedance measurements. I have made the correction to high shock impedance measurements. At this time, the ICD and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
---

Manufacturer narrative:
Additional information was received through an internal review, this device recorded four out of range shock impedance measurements on the right ventricular (rv) lead prior to the initially reported red alert. These measurements occurred before the device was connected to the remote monitoring system. No adverse patient effects were reported. At this time, this device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.